Manufacturer narrative:
Date of event is estimated. It was reported to abbott that the patient had a lead revision due to lead migration. Rep reported that the patient's l3 lead pulled out of the foramen (was confirmed with x-ray) and was revised on (B)(6) 2020. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
It was reported that the patient lost therapy due to their l3 drg lead migrating out of the foramen. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.